Manufacturer narrative:
Evaluation result: linkage.

Event description:
It was reported by service report that the foot end of jack drifts down. It is unk if there was pt involvement or if there are adverse consequences to report.